Manufacturer narrative:
Device is not returned as the issue was resolved with troubleshooting. But evaluation has been completed by historical records and trouble shooting information for the issue of intermittent image. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. From review of the troubleshooting information for the issue of intermittent image, it is confirmed that users were not fully pushing in and securing the scope connectors of the scope cable (maj-1430); this led to the issue observed of the intermittent image. Firmly pushing in the cable and securing it no longer produced the issue of intermittent image; moreover, it was confirmed that no phenomena occurred even when combined with other scopes. Root cause is determined to be the user not fully pushing the scope connectors of the scope cable. Regarding the connection of the scope cable, the instructions for use (IFU) include the following statements: push the video plug into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ""up"" mark points upwards (see figure 4.3).

Manufacturer narrative:
Due diligence was executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a diagnostic colonoscopy procedure, the device had intermittent image. When the back of the scope plugged into the device was lifted, the image was restored; when the scope was released the image disappeared. Upon the customer looking into the issue further, the observation was made that the cable connecting the device was loose. Once the cable was plugged in securely all the image issues were resolved. There is no reported adverse impact to the patient.